Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is reported because the lot number was not provided. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the user error. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the high torque guide wires instruction for use states: all hi-torque guidewires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a bi-ventricular pacemaker procedure, to place the left ventricular lead. The whisper ms guide wire was advanced into the target branch and a non-abbott lead was advanced over the guide wire. The lead was tight and did not advance over the guide wire. An attempt was made to remove the devices as a single unit; however, the guide wire separated. Per physician, the separation was due to the interaction between the guide wire and the lead. The separated guide wire tip was in the coronary sinus, but then moved to the pulmonary artery. The tip was able to be snared in the pulmonary artery and was removed without patient injury. Post procedure, the patient was in stable condition. No additional information was provided.